Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2015 - pt was implanted with a bard/davol composix kugel extra large oval mesh during a ventral hernia repair procedure. On (B)(6) 2013 - the pt became ill and developed an area of increased point tenderness in the mid portion of the previous abdominal wound. On (B)(6) 2014 - pt presented to the hospital with an abdominal wound wall abscess. The surgeon discovered the underlying mesh was exposed. On (B)(6) 2014 - the pt underwent procedures for the abdominal wound infection and colocutaneous fistula, including excision of the infected mesh. On (B)(6) 2014 - pt underwent a surgical procedure due to the mesh erosion through the bowel wall. The mesh was excised and a colonic stent was placed. On (B)(6) 2014 - the visible plastic mesh remnants were debrided. The mesh was densely adherent to the bowel. The atty's report alleges the pt suffered infection, fistula, mesh erosion, excision of mesh and adhesions.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty has not provided medical records. Catalog number 0010207 has been used based on the item description given the in atty's report. It is alleged that the pt was treated for infection, fistula, erosion adhesions which are all listed as potential effects of failure in the instructions-for-use. Without a lot number a review of the mfg records could not be conducted. Additionally, no prod was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.